Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the surgeon placed the device in the hammock position. When he attempted to remove the introducer, the tape came out with the introducer. The procedure was successfully completed with a different type of sling device.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Both inserters have the release wire in "released" position; the mesh was not attached to the inserters. No non-conformities could be detected.